Event description:
It was reported that the longevity of the device was in question by the physician. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant products: 4076 implantable pacing lead 2010-(B)(6); 6947 implantable tachy lead 2010-(B)(6); 4194 implantable pacing lead 2010-(B)(6), (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Visual inspection noted that the device can was dented. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.